Event description:
Patient reported that she got the 2 beep alarm on her pump 3 times now. The message on pump is to replace batteries. Patient replaced batteries with new ones and the other 2 times pump beeped, she just removed and put the same batteries back in. Rph advised to replace the batteries once again. Position the + and - correctly. Patient did as asked and pump give did not give any more alarms. The pump seemed to be functioning well. Rph advised if it beeps again, patient can call us. Pump serial number is (B)(6). Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we replace device? No. Did the patient have a backup device they were able to switch to? Backup was available; however, patient did not need to switch to back up pump since troubleshooting resolved the issue. Was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. No further information provided.